Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, when the chronic right ventricular lead was connected with an adaptor to this device high out of range shock impedance measurements were obtained. Measurements with the previous device (ventak prism model 1857) were within normal range. Connections were verified. In addition, the different vectors were measured and displayed similar out of range measurements. Electrograms were normal. The procedure was ended without a shock delivery and further follow up will be performed. No adverse patient effects were reported. Additional information was received. A manual 1.1 j shock was delivered resulting in an alert of short circuit. A decision has been made to perform a system revision.

Event description:
Subsequently, a revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
When the revision procedure has been performed, this event will be updated.